Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion testing due to moisture on the force sensor resistor. They were unable to test for the prime/compromised force sensor system test, occlusion test, and excessive no delivery test due to the motor error alarm. The motor was tested outside the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched lcd window.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer received the alarm during a bolus delivery. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.